Event description:
It was reported a motor stall was confirmed in the event logs and heard on the report date at 04:23, with no motor stall recovery recorded. The patient was in ¿agony¿ and pain had been building up for the last hour. There were no previous were seen in the event logs. It was stated electromagnetic interference (emi) was ruled out as the cause of the motor stall. The pump was used to deliver clonidine, bupivacaine, and dilaudid (hydromorphone). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the motor stall occurred at 05:22 on (B)(6) 2015 (per print report, not at the previous reported time of 04:23). The pump did not recover and was subsequently replaced the next day. No further information was provided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. This event was also reported under mfg. Report# 3007566237-2015-01680. Any new information received will now be followed in the current mfg. Report # 3004209178-2015-11780.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced early withdrawal, which included severe pain. The motor stall did not recover; essentially, the pump ceased to work at 04:10 (not at the previously reported times of 05:22 or 04:23) on (B)(6) 2015, and was replaced approximately "30+" hours later. There was not more than one motor stall noted in the event logs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain the outcome, troubleshooting, interventions, and any cause of the stall. If additional information is received, a follow-up report will be sent.